Event description:
Per sunrise sales representative (B)(6), reported to sunrise medical that the end user fell out of the power chair when the chair went in to tilt mode. (B)(6) said that the dealer alleges that the knobs that hold the seat frame on to the base frame were missing. The severity of injury to the end user is unknown at this time.

Manufacturer narrative:
It appears that the wheelchair and/or parts involved in this incident are being returned to sunrise medical (us) llc. If and when the chair/parts are received, our internal failure investigator will complete the investigation and a follow up report will be filed.